Event description:
It was reported that two roi-c peek interbody fusion cages broke on initial insertion of the first anchoring plate. Additional medication was given to the patient during surgery due to the additional surgery time. Investigation is on-going.